Event description:
The rptr stated, with a family member's assistance, rptr had done back to back (rapid succession) blood glucose tests, using separate finger sticks. The results were 80, 261, 96 and 250 mg/dl. Rptr is legally blind and cannot read the meter or check confirmation dot or how much blood is applied. Stated not having erratic readings before. Control testing was not done due to lack of supplies. No harm was alleged.